Event description:
Procedure: sleeve gastrectomy. According to the rptr: staples did not form properly and the serosa tore. This was the first firing on the sleeve and tissue was thick. An egia 60 purple reload was successfully fired lateral to the first firing. This resulted in 1 to 2cm of add'l tissue resection.

Manufacturer narrative:
(B)(4).